Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the customer was in a coma when she arrived. No blood glucose reading was reported. The nurse stated that the customer changed her basal rates on her own and that is why she ended up in the hospital. The customer later called for troubleshooting. The insulin pump alarmed failed battery test. Troubleshooting was performed, but the insulin pump had no button response after inserting a new battery. Nothing further was reported.